Manufacturer narrative:
To date the incident sample has not been returned for eval. If the sample is returned or if pertinent info to the incident is obtained, a supplemental report will be issued.

Event description:
The report stated that during a wertheim procedure, the ligasure impact handpiece stuck after some usages, the tip of the knife had broken but was not immediately noticed. The instrument worked again with the broken scalpel. The tip was found and removed from the pt cavity.